Event description:
It was reported by a peritoneal dialysis pt's on that the pt expired on an unknown date in (B)(6) 2014. The pt's son placed a call to technical services for info regarding supplies being picked up. The pt was not undergoing treatment at the time of the event.

Manufacturer narrative:
Additional attempts to the pts' nurse have been made with no additional info provided. This MDR includes all event info received to date. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.